Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this bioprosthetic valve, the patient was weaned from cardiopulmonary bypass (cpb) when a 1 + paravalvular leak was noted near the commissure between the left and right cusps. An attempt was made to put in a stitch from below the valve, when it was noted there was a free pledget. A new valve was implanted and showed no leak. No adverse patient effects were reported.